Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV.

Event description:
Allergan aesthetics received a report via nbir of a left side "capsular contracture, baker grade IV, change shape/size/style, [and] ptosis". A capsulectomy/capsulotomy was performed during explant/replacement surgery.